Event description:
It was reported that the physician observed redness and swelling around the scrotum incision site of his inflatable penile prosthesis (ipp). All components were removed due to possible infection. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinder. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the physician observed redness and swelling around the scrotum incision site of his inflatable penile prosthesis (ipp). All components were removed due to possible infection. There were no further patient complications.